Event description:
Information received from the field notes that during a routine follow-up, interrogation initially resulted in the receipt of a printout, but communication was lost and could not be regained. A second programmer was used without success and magnet application did not elicit a response. The patient had not noticed any symptoms as she had always been in sinus rhythm.